Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has yet to be confirmed. The deteriorated/broken adhesive from chemical/physical stress, however, was confirmed. Preliminary evaluation and inspection of the subject device also uncovered general damage due to handling issues. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a repair request for error messages e217 and e847 coming from a endoeye flex 3d deflectable videoscope. During preliminary evaluation and inspection of the subject device, deteriorated/broken adhesive from chemical/physical stress was found. This MDR is being submitted due to deteriorated/broken adhesive. No patient or user harm has been reported.

Manufacturer narrative:
Gluing peeling off of both the charge-coupled device and the distal end has been confirmed. A loose air valve, pinholes on the light guide tube (sealed with glue), and a cracked plug were also confirmed. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken adhesive could not be determined. It is possible that the adhesive was damaged due to external stress on the distal end, chemical attack due to a chemical agent, or the influence of an incorrect sterilization process. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.